Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, missing serial number label, cracked select button keypad overlay, keypad overlay texture damage, scratched case, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that their insulin pump had cracks on battery compartment. The patient¿s blood glucose level was 7.2 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.